Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The left bracket on the bed rails was getting loose and could not be tightened.